Event description:
Physician reported for the right side: "hyperplastic axillary lymph node, suspicion of material defect ". Ultrasound shows "hyperplastic axillary lymph nodes... Signal of inflammation" and MRI results show "smaller hyperplastic axillary lymph nodes on the right...". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Clarification to d9: date is when device photo was received. Photo analysis: visual analysis of the photographs identified, rupture: no observed, rupture on the device. Lymphadenopathy: unable to observe, since it is not related to the device. No additional observations were carried out.

Event description:
Physician reported, for the right side. "Hyperplastic axillary lymph node, suspicion of material defect". Ultrasound shows "hyperplastic axillary lymph nodes, signal of inflammation". And MRI results show, "smaller hyperplastic axillary lymph nodes on the right". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician further reports capsular contracture (unknown baker grade) and confirms device is not ruptured and unchanged. Un-reporting rupture.